Event description:
Patient was revised to dual mobility construct to address dislocations. Zimmer cup was in and (B)(6) stem and head were in, so surgeon only swapped the head. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).